Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. Customer¿s blood glucose level was unknown. Customer stated that losing time 6 minutes a day. Customer stated she was getting air bubbles in her tubing. Troubleshooting was performed. Customer was advised that the insulin pump would need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Also, device was programmed correct time or clock and monitor 10 days and no time/clock anomaly during testing noted. (B)(4).